Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient receiving unknown baclofen 2000 ug/cc for a total dose of 444 ug/day via an implantable pump. It was reported the patient had a 2 to 3 centimeter dehiscence over the pump site. There was no known factors that may have led or contributed to the event. It was noted that the patient went to the emergency room where a surgical resident "sewed" the dehiscence back up and sent the patient home. The patient's caregiver notified the pump managing physician. It was noted that the managing physician reached out to the implanter and found out that the surgeon no longer works for the practice and left no forwarding information. A manufacturer representative (rep) was contacted for assistance. The patient was referred out for weaning and device removal. There was currently no signs of infection. Surgical intervention did not occur, but was planned and scheduled for (B)(6) 2020. It was noted that the issue was not resolved at time of event. The patient's status at time of report was alive- no injury. The patient's medical history was asked and will not be made available. The event date was asked, but unknown. No further complications were reported.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the device was explanted on (B)(6) 2020 and would not be returned for analysis. No further complications have been reported.